Event description:
A customer reported when setting up for vitrectomy procedure, a system message displayed and priming was unsuccessful. The system was switched out to perform the procedure. There was no patient involvement.

Manufacturer narrative:
No samples were returned for evaluation. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown at this time. (B)(4).